Manufacturer narrative:
Device evaluated by MFR. The device was received on (B)(4) 2011, but an eval summary is not available at this time. The device was nearly destroyed prior to receipt, possibly due to pathological examination at the cleveland clinic. Eval: method: a review of the device history record was completed. Results: the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release.

Event description:
(B)(4) was notified on (B)(4) 2011 of a mitroflow valve (model lxa, size 21 mm, s/n (B)(4)) that was implanted on (B)(6) 2011 and reportedly was functioning normally for three weeks. After three weeks, the pt's clinical status worsened and a f/u echocardiography examination indicated that the non-coronary leaflet was not opening and closing properly. The pt was transferred to the (B)(6) clinic for replacement of the device. The specific date of explant has not been reported. The field experience report form indicates that the implanting surgeon is reporting this as an adverse event due to the device performance and the pt's clinical status.